Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 108 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button erro and had no button response due to a flattened down arrow button dome switch. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.